Manufacturer narrative:
Date of event: unknown. Initial reporter phone# (B)(6). Returned sample evaluation: examination of affected sample show white drop on cannula (metal part) which corresponds to epoxy drop (glue used to join cannula into hub). The dosage of epoxy is correct. DHR/bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Needles were packed in machine during which 76 visual inspections were carried out with zero defects noted. Needle (#(B)(4)) were assembled in machines during which 341 visual inspections were carried out with zero defects noted."bd was able to duplicate or confirm the customer's indicated failure mode. Customer complaint is related to white deposits on cannula and no confirmed since no picture neither samples have been returned. "Based on available information, we think "white deposits" could be epoxy (adhesive used to join metal part with needle plastic part). This issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any adjustment of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and felt down the hub resulting in the observed issue.

Event description:
It was reported during use of the bd microlance¿ needle 23ga the was the presence of white deposits on the needle. There was no report of injury or medical intervention.